Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the procedure was to treat an unknown small artery near the foot. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) states: the xience sierra everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in the following: patients with symptomatic ischemic heart disease due to discrete de novo native coronary lesions. For restoring coronary flow in patients experiencing acute myocardial infarction who present within 12 hours of symptom onset. For the treatment of patients with concomitant diabetes, acute coronary syndrome, dual vessel lesions (two lesions in two different epicardial vessels), lesions residing within small coronary vessels; lesions where treatment results in the jailing of side branches (lesions with a side branch less than 2 mm in diameter or an ostial stenosis in less than 50%); for the treatment of elderly patients less than or equal to age 65 and for treatment of both men and women. For the treatment of patients presenting with in-stent restenosis in coronary artery lesions; chronic total occluded coronary artery lesions (defined as coronary artery lesions with timi flow 0 and lasting longer than 3 months); and coronary artery bifurcation lesions. In all cases, the treated lesion length should be less than the nominal stent length (8 mm, 12 mm, 15 mm, 18 mm, 23 mm, 28 mm, or 38 mm) with a reference vessel diameter of equal or greater than 2.00 mm and equal or less than 4.25 mm. It is unknown if the IFU deviation contributed to the reported event. A conclusive cause for the reported failure to advance and difficult to remove could not be determined. The investigation determined the reported deformation due to compressive stress appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat an unknown small artery near the foot. A 3.0x08mm xience sierra stent delivery system (sds) failed to cross. The device became snagged (stuck) on the wire and could not advance any further. It was noted resistance was felt during removal of the sds with the wire and once removed the bends were observed. Two other xience sierra's were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported difficult to remove was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to advance and difficult to remove could not be determined. It was reported that the procedure was to treat an unknown small artery near the foot. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use states: the xience sierra everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in the following: patients with symptomatic ischemic heart disease due to discrete de novo native coronary lesions. For restoring coronary flow in patients experiencing acute myocardial infarction who present within 12 hours of symptom onset. For the treatment of patients with concomitant diabetes, acute coronary syndrome, dual vessel lesions (two lesions in two different epicardial vessels), lesions residing within small coronary vessels; lesions where treatment results in the jailing of side branches (lesions with a side branch less than 2 mm in diameter or an ostial stenosis in less than 50%); for the treatment of elderly patients less than or equal to age 65 and for treatment of both men and women. For the treatment of patients presenting with in-stent restenosis in coronary artery lesions; chronic total occluded coronary artery lesions (defined as coronary artery lesions with timi flow 0 and lasting longer than 3 months); and coronary artery bifurcation lesions. In all cases, the treated lesion length should be less than the nominal stent length (8 mm, 12 mm, 15 mm, 18 mm, 23 mm, 28 mm, or 38 mm) with a reference vessel diameter of equal or greater than 2.00 mm and equal or less than 4.25 mm. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported deformation due to compressive stress appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. D9: device available for eval updated from "ni" to "yes". H3: device returned to manufacturer updated from "no" to "yes". H3: device evaluated by manufacturer updated from "no" to "yes" h3: evaluation summary attached updated from "no" to "yes". H6: code 4114, 4755 were removed and codes 10, 3221, 67, 4737, 4761, 525 were added.